Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgement of the lv lead was confirmed. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.